Event description:
It was reported that the user went to dinner without the ilet, consumed a meal without a meal announcement afterward, then experienced severe hyperglycemia at 598 mg/dl followed by hypoglycemia at 53 mg/dl after subsequent management while using the ilet system. Customer care provided support that included coaching on missed meal management, review of correction-based insulin delivery, recommendation to follow the healthcare provider¿s ketone and sick-day plan, and discussion of infusion set change and backup therapy guidance. Investigation of this case revealed that the event was associated with a missed meal announcement and insulin administration outside the automated algorithm¿s expectations, with no reported device or supply malfunction. Symptoms included lethargy during hyperglycemia and later shakiness and dizziness during hypoglycemia. Outcomes included transient severe hyperglycemia with reported moderate ketones followed by hypoglycemia with no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with a missed meal announcement and management outside prescribed guidance.